Event description:
A customer reported the infusion cannula would not fit tightly in the trocar cannula during a procedure. There was no pt harm reported.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. There have been no add¿l complaints reported against the finish goods lot and the DHR shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A root cause could not be determined. An internal investigation has been initiated. (B)(4).